Manufacturer narrative:
No return is expected for this product; therefore, the complaint of the chair speeding up and slowing down. Could not be confirmed, the underlying cause could not be determined. Based on the reported symptoms, the technician suggested replacing the joystick. Invacare did not receive an order for the suggested parts, no further information has been received. If further information is received, a follow up will be filed.

Event description:
The dealer stated the chair will speed up and slow down.